Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (belt latch not secure) has been confirmed. Upon investigation the monitor was unable to securely latch into an electrode belt. The monitor's electrode belt receptacle pins were bent. The root cause for the could not be positively identified. Reporting out of abundance of caution. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor was unable to securely latch into an electrode belt.